Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high BG. Customer gave a correction bolus via the pump to address BG level. Tandem Technical Support (CTS) performed a system check and performed a review of the pump data to determine a possible cause. CTS determined that the pump functioned as intended and the cause of the high BG was unknown, customer acknowledged and understood.